Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, olympus made multiple follow up attempts regarding the reported event; however, no additional information was obtained.

Event description:
Olympus received a legal document on 4/29/2016 which alleged that leiomyosarcoma was spread to the patient's abdomen, which then metastasized to the lungs after undergoing a robotic-assisted total hysterectomy, bilateral salpingo-oophorectomy, and dissection of intramural large calcified myoma due to post-menopausal bleeding on (B)(6) 2012, during which a power morcellator device was used. The patient expired as a result of the leiomyosarcoma.